Event description:
We have had several needles fail. This is representative of the problems: unable to flush huber. Syringe and clave functional when tested. Definitely the needle. Safestep huber needle 20gx.75, lot ascnso231. Accessed port with brief small blood return then hard to flush. Cathflo instilled, wait time 1 hour, no blood return, wait time 1.5 hour blood return the length of the tube but not able to flush. Reaccessed the patient with brisk blood return and easy to flush. Once out of the patient the needle was tested and with safety lock engaged, unable to flush forward but able to pull back air. Manufacturer response for huber needle, power loc (per site reporter). We had a call with their r and d contact. Was not a successful conversation, we are now evaluating other huber needle manufacturer.